Event description:
During a transapical tavr procedure a 26mm sapien valve was positioned 50:50 across the annulus; however, the valve landed 20:80 aortic/ventricular, due to a positioning error during deployment. Severe paravalvular leak (pvl) was also noted. An additional 2cc were added to the balloon and the valve was post dilated to try and resolve the pvl; however, the pvl remained. A second 26mm sapien valve was deployed in a 50:50 position, which resolved the pvl. At this time an annular dissection was noted on tee. No intervention was performed as the patient's sts score was 23% and the surgical team did not want to re-operate. The patient had been placed on bypass prior to starting the tavr procedure, due to low ef and resuscitation being necessary during bav two weeks before. At the time of the report the patient was being transferred to the ICU in serious condition, and passed away shortly after. The patient¿s native annulus measured 415mm2 on CT.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In addition, per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the placement too ventricular, and resulting pvl, was due to a positioning error during deployment. In addition the annular dissection was thought to be due to borderline native annulus diameter in combination with the additional volume added to the delivery system during post dilatation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.